Event description:
The device was implanted in 2004. The pt developed right knee pain after a motor vehicle accident in 2005. An arthrogram was performed and indicated a possible dislocated articular surface as the source of the pain. In 2006 the 12mm surface was removed and replaced with a 14mm surface providing increased collateral stability and eliminationg hyperextension.